Event description:
The device was explanted and returned to the MFR for analysis after 51 months implant duration. No adverse event was reported. The drug used in the pump is morphine. Add'l info received from the pt indicated while on vacation the pump "quit working" and she got "very sick". The pt reported a rotor study was done which confirmed the pump was not delivery medication. The pt reported she suffered "sever withdrawal". The pt reported she is "doing great" after the new pump was implanted. Add'l info has been requested from the hcp but was not available on the date of this report.